Manufacturer narrative:
(B)(4). The analysis of the returned device found the exchange sheath was completely slit to the distal tip and was undamaged. This finding is not consistent with the reported event of the sheath not slitting and tearing; therefore, cannot be confirmed. The thumb advancer had been retracted approximately 6 mm. The retraction of the thumb advancer is consistent with the removal of the device when resistance in encountered during deployment either during thumb advancement and/or removal. During the internal examination, the vessel locator wings were found bent. During clip deployment, the vessel locators are designed to automatically collapse so as not to interfere with clip deployment. However, the vessel locator wings of this device were bent. The most probable root cause for the bent locator wings is due to tissue compressed between the tubes and open locator wings, which created distal force during thumb advancement, bending the locator wings and creating the difficulty of removal. Based on these findings the reported resistance met during thumb advancement is confirmed. The release rod was also found to have been pushed out of the retaining tabs. Based on the investigation findings, the probable root cause for the resistance encountered during deployment and the damage detected is related to the operational context during the use of the device. No manufacturing or quality issues were detected. Review of the device history record did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of a femoral artery after an interventional procedure. Reportedly, during the advancement of the thumb advancer, resistance was met and rather than splitting, the sheath tore. The clip was not deployed and manual compression was used to achieve hemostasis. There was no reported adverse pt sequela. Though requested, no additional info was provided.

Event description:
An optician reported that a contact lens user reported to them that he experienced burning, itching and could not open his eye to remove a freshlook colorblends contact lens. He stated that an ophthalmologist diagnosed the event as keratitis or ulcer in the "retina", various medications were prescribed by the doctor, he used other drugs on his own. He stated he has taken legal action and declined to provide further info.

Manufacturer narrative:
(B)(4). The device was received. Investigation is not complete.